Event description:
The customer reported, the 9600+ system workstation would not boot, intermittently. No patient was injured.

Manufacturer narrative:
The service rep found pushed in pins on the c-arm lemo receptacle. He repositioned the pins. The system operates as intended.